Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause was isolated to the therapy pcb assembly. The customer has not accepted the repair and the device was returned to the customer unrepaired, per request.

Event description:
A customer contacted stryker to report that their device had logged event codes that are indicative of a device failure to deliver defibrillation energy and associated with a monophasic shock. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had logged event codes that are indicative of a device failure to deliver defibrillation energy and associated with a monophasic shock. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.